Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing, including stress testing, without duplicating the customer's report. An internal inspection found all tubing connections, ribbon cables, and printed circuit boards according to the specifications. The flow screens were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to ventilate a patient (age & gender unknown), the device displayed a "compressor fault-2001 " message. Complainant indicated the clinician manually ventilated the patient to continue treating them. Complainant indicated that there were no adverse effects to the patient due to the reported malfunction.